Event description:
The table foot end did not retract when angulating to the vertical position. The concern is possible injury to the hcp should the users foot be caught between the floor and the table. Event could not be reproduced.

Manufacturer narrative:
A ge service rep performed an on site inspection. The condition could not be reproduced.